Event description:
Nine mos after the device was applied to the pt, it was removed. At removal, it was noticed that one of the cortical screws had broken. The device and the entire screw were removed. Neither pt injury nor immediate medical attention resulted from this incident.